Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Additional information was requested and the following was obtained: where within the gap setting scale was the orange indicator prior to firing? Indicator was in ¿normal position¿ ¿ in green ¿ both of surgeons are long time users. Were the staples seen lying in the surgical field? They didn¿t see any staples lying in the surgical field. How was the procedure completed? They did anastomosis with sutures. Did the patient¿s post-operative care change? Yes, he had reoperation because of leakage and infection. What were the indications for surgery? The indicator was colon cancer. When was the safety released? The safety was released just before firing. Was the device closed on tissue, reopened and repositioned prior to firing? No. It was not reopened as far as they remember. Were the donuts inspected? If so, please describe. There were no "donuts" after the firing. Was the washer inspected? If so, please describe. Washer was not inspected but they remember that they heard the "crack". Was this procedure done in conjunction with an esophageal procedure? No. It was a different procedure. Who fired the device and what is his/her experience? The device was fired by experienced surgeon. He is a long time user and they are using only j&j circular staplers. What is the current patient status? Patient is in the hospital. Patient was in difficult condition before surgery and now is still in post op care.

Event description:
It was reported that during a sigma colon procedure, during anastomosis, they fired circular stapler and it fired, clicked and cut but no staples were fired; the reporter stated that there were no staples at all. It is unknown how the procedure was completed. There were no adverse consequences for the patient reported.